Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and failed at 0 vdc. Data from the share log was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.